Event description:
A field corrective action (fca) associate contacted the customer to follow-up on the "urgent product recall letter dated january 12, 2010." During call, the home patient (hp) reported that he was going on hemodialysis- infected from the peritoneal dialysis system. On 14 may 2010, product surveillance followed up with the hp's nurse who stated that the hp had peritonitis. The following additional information was obtained on 05/14/2010 from the hp's peritoneal dialysis nurse. The hp began with continuous ambulatory peritoneal dialysis (capd). The hp was diagnosed with fungal peritonitis on (B)(6) 2009 but was not hospitalized. The hp did not have an exit site or tunnel infection. A cell count was performed on that date but the results are unknown. A peritoneal dialysis effluent culture was also performed, identifying candida tropicalis and a gram stain showed budding yeast. The hp was treated with antibiotics (specifics unknown). The hp's catheter was pulled and the hp was placed on hemodialysis. The hp's nurse indicated the peritonitis was caused by a break in aseptic technique and was not related to any of baxter's peritoneal dialysis products. The nurse indicated the hp has recovered from this peritonitis event. No further information is available.

Manufacturer narrative:
(B)(4). As the onset of the peritonitis is unknown and patients discard supplies after each therapy, the sample is not available.